Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The pacer was received in bvvi operation with battery voltage above elective replacement indicator (eri). Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited a backup vvi mode. The pacemaker was not used and replaced during the procedure. The patient was in stable condition.